Event description:
It was reported that on (B)(6) 2023, a 23mm epic supra valve was successfully implanted in a patient. It was noted that on (B)(6) 2023, the patient returned for a follow up and found to have a mean aortic gradient of 70 mmhg. An ultrasound was performed and confirmed that the increase in gradient was due to a thrombus adhering to the 23mm epic supra valve cusps. The decision was made to start the patient on anti-thrombotic therapy. The patient will return for a follow up in (B)(6) 2023 and an explant of the 23mm epic supra valve is currently being discussed with the patient due to their high aortic gradient. It was noted that prior to the event, the patient was prescribed anticoagulant medication and was compliant with their medication. The patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The cause of thrombus formation is currently unknown. There is no allegation of malfunction against the 23mm epic supra valve or procedure. The patient was stable at the time of report and had no other clinical signs or symptoms during or after this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm epic supra valve was successfully implanted in a patient. It was noted that on (B)(6) 2023, the patient returned for a follow up and found to have a mean aortic gradient of 70 mmhg. An ultrasound was performed and confirmed that the increase in gradient was due to a thrombus adhering to the the 23mm epic supra valve cusps. The decision was made to start the patient on anti-thrombotic therapy. The patient will return for a follow up in (B)(6) 2023 and an explant of the 23mm epic supra valve is currently being discussed with the patient due to their high aortic gradient. It was noted that prior to the event, the patient was prescribed anticoagulant medication and was compliant with their medication. The patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The cause of thrombus formation is currently unknown. There is no allegation of malfunction against the 23mm epic supra valve or procedure. The patient was stable at the time of report and had no other clinical signs or symptoms during or after this event. On (B)(6) 2023, the patient will have a follow up visit and an attempt will be made to persuade the patient to have explant surgery done.

Manufacturer narrative:
An event of stenosis, high gradient and thrombus was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.